Event description:
High ventricular impedance/resistance, apparent lead fracture. Follow-up with cpi revealed no further information on which 4965 lead was implicated. Explant date of 1 day may be incorrect.